Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 216 mg/dl. The customer stated that no delivery alarm occurs both during bolus and basal delivery. The customer was advised that the insulin pump will need to be replaced. The pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery test and displacement test.